Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself unexpectedly while attempting to print a report from the device's archives. At the time of the observed loss of power, the device was plugged into auxiliary power supply and had a battery installed in each of the battery wells (2). There was no patient use associated with the reported event.